Event description:
Procedure: sils sigmoid colectomy. According to the reporter, the shaft of the hand instrument split on three occasions. When the sils port was removed, it had almost divided into two parts. The surgeon believes this was due to the length of the procedure as he had not pulled or torn the port directly. There was no patient injury. Patient status ok. The grasper split and splinters fell into the patient. The pieces were visualized and retrieved. No information regarding operating room time extension.

Manufacturer narrative:
(B)(4).